Event description:
During review of the patient's programming history it was discovered that on (B)(6) 2005, a faulted system diagnostics test occurred which changed the patient's settings. No final interrogation was performed and it wasn't until the patient's next visit on (B)(6) 2006, that the settings were noticed and the patient was re-programmed to the correct settings.

Manufacturer narrative:
Analysis of programming history.